Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they noticed that there was no canula on the sensor. The customer¿s blood glucose was 142 mg/dl at the time of incident. The customer stated that the insulin pump was telling them that it cannot find sensor signal. The sensor will be returned for analysis.